Event description:
It was reported that during an unspecified procedure, sticking difficulties were encountered. The lesion being treated was located in the left anterior descending artery (lad). The rotablator system was platformed at 157,000 rpms with no abnormal leakage from the device. First, a 1.25mm burr was used for 2-3 ablation runs with a normal drop in rpms but no resistance noted with the burr. Then, the burr was upgraded to this 1.75mm burr, and during ablation, the rpms dropped to approximately 111,000 and the burr was "sticking" in the lesion. The burr was able to be removed in dynaglide. Upon removal, an abnormal leak of saline was noted from the burr sheath. The same console and rotalink advancer unit were used with another 1.75mm burr and the procedure was completed successfully. Patient status was reported as 'fine'.